Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, during withdrawal of a 7f exoseal vascular closure device (vcd), the indictor window did not change color, the guidewire could not be pulled, and the plug deployment button could not be pressed. Hemostasis was achieved with manual compression for 15 minutes. There were no reported injuries to the patient. This was during a percutaneous intracranial arterial thrombectomy. The procedure used a retrograde approach. The physician was certified in the use of the vascular closure device (vcd). There were no visible signs of device or package damage prior to use. One exoseal device was used. A non-cordis sheath introducer was used. Angiography confirmed suitability of the femoral artery, including an insertion angle of 30¿45 degrees, and the vessel diameter was verified to be at least 5 mm. There was no visible calcium or plaque, no stent near the puncture site, no stenosis greater than 50% at or near the puncture site, no prior closure device use or manual compression at the target femoral site within 30 days before the procedure, and no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. The device was stored and prepared according to the instructions for use (IFU). There was no difficulty connecting the sheath introducer with the vcd. The indicator wire cowling locked against the handle assembly with an audible click, pulsatile flow was observed from the bleed-back indicator, and the exoseal vcd and sheath introducer were retracted together until bleed back significantly slowed or stopped. The physician¿s thumb was not placed on the plug deployment button during retraction, and no red color was shown in the indicator window. When the device was removed from the patient, the indicator wire loop was deployed and visible. The device will be returned for evaluation.